Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting insulation damage, but despite this, presented no electrical issues. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to an insulation issue. A new device was implanted. No additional patient effects were reported.